Event description:
Patient had a 22g. IV in left antecubital space. The IV was flushed and appeared to be working fine. The injection was started and the site was monitored and the contrast appeared to be going in well. The IV tubing broke apart and the scan wasstopped immediately. Rn checked the IV and could get a blood return but not get it to flush with saline. Rn called the radiology rn and they came over to assess the IV site. After a few minutes it was noted that the pt's arm started to swell and that some of the contrast had infiltrated. A warm pack was immediately placed on the site and the IV removed.